Manufacturer narrative:
The pressure bag mesh tore during surgery which could delay or interruption in therapy. Based on the reported information the criteria for reporting an adverse event have been met.

Event description:
Pressure bag mesh tore during surgery.

Manufacturer narrative:
The pressure bag mesh tore during surgery which could delay or interruption in therapy. Based on the reported information the criteria for reporting an adverse event have been met. Summary: attempt to recreate failure mode matching customer complaint by product engineer. Conclusions presented in attachment for activity log, unable to simulate mesh rip on existing inventory until a pressure of >600mmhg subjected. Intentionally damaging the product did not lead to failure mode after 90 pressure cycles at 150-300mmhg (IFU specified pressure range). Ra: loss of pressure during infusion procedure from broken components exists in RMA-20012a with severity of 6.

Event description:
Pressure bag mesh tore during surgery.